Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had system error 2240 (air in the set). The hp stated he disconnected and the hc alarmed system error 2240. The technical service representative (tsr) assisted with troubleshooting and getting the set out. The hp stated he would start over with new supplies. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(4) 2011. The rn stated that the hp came in to see her on (B)(6) 2011. The rn stated she gave the hp heparin as precaution for the air in the cassette. The rn stated that the hp was doing fine and completing therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in cassette) alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.